Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a trial procedure due to experiencing ineffective and unintended stimulation (reference MFR. Report:1627487-2014-04029). It was reported during the procedure, the patient experienced pain when the physician attempted to place the lead. The physician was unable to place the lead due to scar tissue and the trial was abandoned.